Event description:
It was reported that a patient came in to have their pump refilled and the pump began alarming with a red screen and 4 triangles on the screen with an error code. The pump is beeping even with the batteries out after they were inserted and removed several times. Another pump was tried, but it is doing the same thing with the error message and batteries out. Was able to get a third pump to assign to the patient. No additional information was available. No patient injury was reported.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.